Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to verify if the orientation of the cyf paddle was inserted properly with the writing facing upwards and then inserting the paddle until a click was heard. That did not resolve the issue instantly. Tac then instructed the customer to remove the paddle and clean off the connectors with alcohol prep pad and allowed to dry. Customer re-inserted the paddle facing up and until a click was heard and an image was observed. The device will not be returned due to issue being resolved over the phone. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for a diagnostic cystourethroscopy procedure, color bars displayed on video system center when connected to the cyf-v2. The procedure was completed using a similar device with no delay reported. There were no reports of patient harm associated with this event.